Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned. Lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2007, the lay-user/reporter contacted lifescan on behalf of the lay-user/patient alleging the one touch fasttake meter is giving inaccurate erratic readings. The complaint is being classified according to the documentation of the customer care advocate (cca). According to the patient, the reported issue started on two days earlier. The patient obtained a blood glucose reading of "333 mg/dl" at an unspecified date and time. The patient did not take any action in regards to diabetes treatment due to the reported issue. On original date, the patient received medical intervention from a clinic. The patient was tested on a doctor/clinic's meter obtaining a glucose result of less than or equal to 40 mg/dl. The patient did not have any symptoms at the time of concern. The patient was not given any other treatment. During the troubleshooting session, the patient verified that the meter was set to the correct unit of measurement (mg/dl), the result was from the same approved source, and the reported meter result was verified in the meter's memory. However, the testing technique was not corrected and the punctured area was not cleaned correctly. This complaint is being reported because the reporter claimed the patient became hypoglycemic after obtaining at least one alleged inaccurately high result. Replacement products were sent to the patient.